Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017. The customer's blood glucose reading was unknown. The customer removed the insulin pump and was treated at the hospital for their high blood glucose levels. The customer was missing the reservoir when he left the hospital. The reservoir and infusion set will be replaced with a new one. The customer was not wearing the insulin pump during the hospitalization. The customer declined high blood glucose troubleshooting. The insulin pump will not be returned for analysis.